Manufacturer narrative:
The event occurred on an unspecified date in 2021, further described as "a couple of months ago". Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(6) baxter healthcare - (B)(6) the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a ¿black long thing with wires¿ was observed inside the patient line of a homechoice automated pd set w/cassette. This was observed during peritoneal dialysis therapy. It was further reported the "the object did not move". There was no report of patient injury or medical intervention associated with this event. No additional information is available.